Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer displayed an error message during the interrogation of a device. The caller indicated that it happened three times with the same patient. The caller also noted, that the programmer booted up fine. The status of the programmer is unknown. No patient complications were reported as a result of this event.